Event description:
It was reported that the lead was capped due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.9cm was returned for analysis. External insulation abrasion was found at 12.3-13.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. External insulation abrasion were found at 11.2-11.4cm and 12.9-13.2cm from the connector pin, consistent with friction to the ICD can. The etfe coating was intact at these locations.